Event description:
It was reported that the lead was capped due to a fracture.

Manufacturer narrative:
A partial lead measuring 40.2cm was returned for analysis. External insulation abrasion was found at 16.6-17.4cm from the proximal end of the svc shock coil. The etfe coating was abraded at this location. Internal insulation abrasion was found at 9.3-9.6cm from the distal end of the svc shock coil. The etfe coating was intact at this location.

Manufacturer narrative:
No medwatch form was received.